Event description:
It was reported that review of session records revealed that the pacing measurements stopped recording for approximately a two week period and then resumed. It was also noted that the patient felt diaphramatic stimulation. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.